Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient reported that they could not seem to get it to work, but it was unclear if the patient was referring to their implant or another device. The patient then indicated that the implant never helped with the patient symptoms. According to the patient the implant was for frequency, which the patient still goes to the bathroom frequently and has some leakage and urgency. Additionally, the patient reported that prior to implant they had a very high amount of residual, which had improved, but the patient had another uti in february which the patient alleged that they "cannot get rid of." The patient reportedly now takes 2 probiotics and cranberry. During the call the patient's stimulation was confirmed to be turned on and set to 3.2. After increasing to 3.5 the patient reported that they could barely feel it so stimulation was increased further to 3.7 where the patient reported feeling comfortable stimulation standing, sitting, and walking. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
(B)(4) no longer applies to this event as review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.